Manufacturer narrative:
H.6. Investigation summary: no samples were received. Three photos were provided. They show syringes that are empty of solution and have residues of blood. Possible root cause, off label use. The posiflush sp syringe is designed to flush the IV lines by pressing down the plunger rod-rubber stopper. Not for push- pull for blood sampling. No manufacturing issues were experienced during the production of these products, the syringe is not designed to drawing blood. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It has been reported that one syr 10ml pump compatible saline 10ml fil has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked past the plunger utilizing push pull technique for blood sampling. Event description per attached email states: all are bd posiflush 306547. 2 units reporting: renal dialysis(1 syringe) lot unknown. Blood leaking past plunger utilizing push pull technique for blood sampling. No patients have been injured.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syr 10ml pump compatible saline 10ml fil has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked past the plunger utilizing push pull technique for blood sampling. Event description per attached email states: all are bd posiflush 306547. 2 units reporting: renal dialysis(1 syringe) lot unknown blood leaking past plunger utilizing push pull technique for blood sampling. No patients have been injured.